Manufacturer narrative:
The lot number for malfunction was not provided; therefore, a lot history review was not performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. A definite root cause for the reported event could not be determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that an unknown pta dilatation catheter was allegedly difficult to remove. This information was received from one source. The patient's age, weight and gender were not provided.